Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to verify battery out limit due to button/keypad anomaly. No unexpected numbers ramping on their own noted. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not performed. The device was returned for analysis.